Event description:
Angiotech biopince device. One month ago, we had problems with the angiotech biopince device. The device was not obtaining any tissue. The co assured me the problem was identified and corrected. However, today I had another problem with the device not obtaining a sample on a random liver biopsy. I had to switch to another device, increasing the number of passes through the liver and potentially increasing the chance of a complication. The territory manager was notified.